Manufacturer narrative:
An event regarding damage involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported product was not returned for evaluation. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on (B)(6) 2014 he was noted to be six years status-post right total hip "... Doing exceptionally well ... Until about a week ago ... Clicking sensation ... Not associated with pain or trauma ... X-ray ... Angulation of head/neck junction indicative of a broken neck femur well-fixed". The plan was revision. On (B)(6) 2014 it was noted, "increased plasma and urine cobalt and chromium; mars MRI right hip, artifact, but no gross pathology; bone scan, no abnormal increased uptake right hip". On (B)(6) 2014 a right total hip arthroplasty revision of the femur and acetabular screws with a change of the liner was performed with an open reduction and internal fixation of the proximal femur/greater trochanter, and excision of "pseudo tumor and metallosis".a post-operative diagnosis of "failed right tha with broken components ... Metallosis ... Osteolysis ... Requiring bone grafting and prophylactic trochanteric fixation ..." Was noted. The findings described are, "... Black metallosis sludge ... Large osteolytic defect greater trochanter ... Pseudotumor associated with wear debris ... Acetabulum well-fixed, metal delamination ... Region of morse taper, trunnion neck erosion, acetabular liner impingement deformity, adequate femoral bone stock ... Disimpacted femoral component ... Minimal difficulty ... Almost no evidence of bone ingrowth...". X-rays dated (B)(6) 2014 are two ap of the pelvis in which the tip of the right femoral stem is not visualized, however there is no change in the acetabulum or proximal stem noted. The head/trunnion junction is not congruent on an ap view suggesting a disassociation. There is no examination or photographs of the explanted components and no mars MRI or surgical histopathology confirming the description of "pseudotumor" and metallosis noted in the operative report of (B)(6) 2014. Based upon the information available for review, no determination can be made regarding the cause of the clinical event in (B)(6) 2014 resulting in the right total hip arthroplasty revision surgery." Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the event was not confirmed based on the medical review. A review of the medical review dated (B)(6) 2018 stated that " the findings described are, "... Black metallosis sludge ... Large osteolytic defect greater trochanter ... Pseudotumor associated with wear debris ... Acetabulum well-fixed, metal delamination ... Region of morse taper, trunnion neck erosion, acetabular liner impingement deformity, adequate femoral bone stock ... Disimpacted femoral component ... Minimal difficulty ... Almost no evidence of bone ingrowth...". X-rays dated (B)(6) 2014 are two ap of the pelvis in which the tip of the right femoral stem is not visualized, however there is no change in the acetabulum or proximal stem noted. The head/trunnion junction is not congruent on an ap view suggesting a disassociation. There is no examination or photographs of the explanted components and no mars MRI or surgical histopathology confirming the description of "pseudotumor" and metallosis noted in the operative report of (B)(6) 2014. Based upon the information available for review, no determination can be made regarding the cause of the clinical event in (B)(6) 2014 resulting in the right total hip arthroplasty revision surgery." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
It was reported that patient had right hip revision because neck of stem was eroded. Update per medical review dated (B)(6) 2018: " on (B)(6) 2014 he was noted to be six years status-post right total hip "... Doing exceptionally well ... Until about a week ago ... Clicking sensation ... Not associated with pain or trauma ... X-ray ... Angulation of head/neck junction indicative of a broken neck femur well-fixed".the plan was revision. On (B)(6) 2014 it was noted, "increased plasma and urine cobalt and chromium; mars MRI right hip, artifact, but no gross pathology; bone scan, no abnormal increased uptake right hip". On (B)(6) 2014 a right total hip arthroplasty revision of the femur and acetabular screws with a change of the liner was performed with an open reduction and internal fixation of the proximal femur/greater trochanter, and excision of "pseudotumor and metallosis". A post-operative diagnosis of "failed right tha with broken components ... Metallosis ... Osteolysis ... Requiring bone grafting and prophylactic trochanteric fixation ..." Was noted... The findings described are, "... Black metallosis sludge ... Large osteolytic defect greater trochanter ... Pseudotumor associated with wear debris ... Acetabulum well-fixed, metal delamination ... Region of morse taper, trunnion neck erosion, acetabular liner impingement deformity, adequate femoral bone stock ... Disimpacted femoral component ... Minimal difficulty ... Almost no evidence of bone ingrowth..."